Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that both leads were covered in a dirty dark yellow substance due to an allergic reaction. The insulation was severely degraded. It was noted that the patient had a history of her body rejecting implants. The entire system was explanted.